Manufacturer narrative:
H10. D10. Concomitants - product information: 5699876 - 201-78-15 - holding pin mini sharp point 4 pk; 5676779 - 201-78-82 - collar fixation pin 2pk 40mm, quick release; 4418074 - 201-78-89 - 3" drill bit, mod. Hex 2 pack; 5361407 - 02-020-11-0230 - truliant ps cem fem ps cem left sz 3; 5577543 - 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t; ab2786 - 1510-s - cemex system fast 70 gm; 5491239 - 200-02-35 - three peg patella. 35mm pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 4 years, 10 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.